Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to recurrent sui and pop. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent placement of left double j-stent on (B)(6) 2012 due to pain. It was reported that patient underwent mesh removal on (B)(6) 2013 due to impacted foreign body in the vagina (synthetic mesh) and exposure of synthetic mesh in the bladder. It was reported that patient underwent repair surgery on (B)(6) 2013 due to damaged mesh. It was reported that patient underwent cystoscopy and macroplastique urethral bulking on (B)(6) 2014 and (B)(6) 2014 due to pain. (B)(4).

Manufacturer narrative:
(B)(6). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/11/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent a left retrograde pyelogram, cystoscopy and placement of left double stent on (B)(6) 2012 due to left sided flank pain. No additional information was provided.